Event description:
Clinic notes were received from the physician and within the clinic notes, it was stated that the patient was unable to say whether or not the vns had been helpful, but she did state that seizure control was worse during rapid cycling. It was reported that the vns generator was replaced on (B)(6) 2016. The device is not expected to be returned per the hospital's policy. It is unknown when this increase in seizures occurred. Attempts for additional relevant information have been unsuccessful to date.